Event description:
It was reported that the right ventricular lead had oversensing triggered a lead alert. The pace/sense impedance was also noted to be varying with one low measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314vrg implantable cardioverter defibrillator 2011. (B)(4).